Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had needle anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the needle broke from assembly while insertion of sensor.